Manufacturer narrative:
The company rep reviewed the event with the customer. The company rep advised the customer the system message displayed is due to the lamp being left on when not in use. The company rep instructed the customer to turn the lamp off when not in use. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A rep of the hosp reported that during surgery, system messages were displayed that indicated excessive temperature. The system was exchanged and the surgery was completed after a 35 minute delay. No harm to the pt was reported.